Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2014-00330. It was reported during the procedure to implant the pt's ((B)(6) ipg, lead migration was noted. This is the second such occurrence for the pt (reference MFR report# 1627487-2014-00332). The lead was again revised, and the physician elected to explant and replace the anchor.